Manufacturer narrative:
Manufacturer's report date: 08/04/2015. The requested log review was completed. The suspected pca mode programming change was confirmed. The pcu event logs showed that at 10:12 am on (B)(6) 2015, an unknown drug (drug ID 12) was infusing in the pca and continuous mode. At 10:59 pm, the infusion mode was changed to pca only. The cause of the pca mode change was user programming.

Event description:
Customer requested an event log review to determine when the pca + continuous infusion was changed to pca only. Customer does not know if the pt required additional pain medication (via IV push or po) during the time of the pca only infusion. The event occurred between (B)(4) 2015 and (B)(4) 2015. No pt harm or medical intervention was reported. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Devices not received, lot review only. The customer has requested an event log review. Event logs have been received and eval is pending. A follow up report will be submitted with investigation results once eval has been completed.